Event description:
It was reported that patient experienced inadequate stimulation due to lead migration. The patient developed an abscess on the back after fusion revision. The patient had cut some leads.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced inadequate stimulation due to lead migration. The patient developed an abscess on the back after fusion revision. The patient had cut some leads. Additional information was received that patient does not appear to be a boston scientific patient.